Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components have a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the valves are not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and only partially adjustable (from 0 to 15 cmh2o). Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, bloody deposits were found in both valves. Results: based on our investigation results, we can detect blockages on all supplied components of the shunt system. In addition, the progav 2.0 was only partially adjustable from 0 to 15 cmh2o. The bloody deposits visible in the components led to the functional impairments. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem(#fx596t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.